Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provided a cgm blood glucose (bg) reading at the time of the event, and the meter bg reading was 112 mg/dl. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 44 mg/dl. Customer required assistance consuming orange juice and sweets to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.